Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 300 mg/dl. The customer received the alarm while priming. After a complete set change, the customer was able to prime successfully. Troubleshooting could not be performed because the issue was resolved already. Advised customer that a replacement infusion set and reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.